Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) was replacing the display assembly because the screen was dark and stated the display assembly, inverter board had a burned mark on it and the machine was not operational. Follow-up was made with the facility charge nurse, who stated the issue was detected during maintenance and confirmed there was no patient involvement. The rn was unable to confirm the exact date of the occurrence or when the machine was removed from service and stated no visible smoke, flames or sparks were observed, and that the display screen on the machine appeared dim. No damage was observed to the power cord or any other parts of the machine. No sample was available to be returned for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical engineer (biomed tech) was replacing the display assembly because the screen was dark and stated the display assembly, inverter board had a burned mark on it and the machine was not operational. Follow-up was made with the facility charge nurse, who stated the issue was detected during maintenance and confirmed there was no patient involvement. The rn was unable to confirm the exact date of the occurrence or when the machine was removed from service and stated no visible smoke, flames or sparks were observed, and that the display screen on the machine appeared dim. No damage was observed to the power cord or any other parts of the machine. No sample was available to be returned for evaluation.